Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issues was confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis and a log file was downloaded from the returned and associated centrimag 2nd generation primary console for review. A review of the downloaded log file showed events spanning approximately 3 days ((B)(6)2021 per time stamp). The events occurring on (B)(6) 2021 took place during lab testing at abbott. On (B)(6) 2021 at 15:39:39, sub faults ¿sf_ifd_intercorm_can_b_rx¿ and sf_ifd_intercorm_can_b_tx¿ activated, triggering a ¿can bus send error¿ at 15:40:07. The flow dropped to 0 lpm. Following the ¿can bus send error¿, ¿motor disconnected: m2¿ and ¿system alert: s3¿ alarms activated. The motor speed dropped from ~3800 rpm to 0 rpm. When the m2 alarm cleared, the motor speed resumed. At 15:41:08, a ¿sf_ifd_levitation¿ sub fault activated, triggering a ¿motor alarm: m4¿ which was able to be muted and cleared. The m2 alarm continued to intermittently activate, causing the motor speed to drop to 0 rpm. The console was powered down on (B)(6) 2021 at 15:55:13 following a pump stop due to user request. There were no other notable alarms active in the log file. Pump operation was not affected. The centrimag motor was returned for analysis to the service depot and was tested with the returned and associated centrimag 2nd generation primary console as well as test equipment and a mock loop. Intermittent m2, m4, and s3 alarms were active, confirming communication issues. The motor produced a wobbling pump when the speed was creased to above 3000 rpm. When the motor was tested with the test console, the s3 alarm was not active. The motor was scrapped and forwarded to product performance engineering (ppe) for further analysis. The motor cable underwent a resistance test and increased resistance was found as well as an open lead when the motor cable was manipulated at the connector end bend relief. The motor cable passed the insulation test. The motor was connected to calibrated centrimag test equipment and a ¿motor disconnected: m2¿ alarm was active, and the motor speed could not be increased. The motor was connected to the returned console and the issue recurred. The motor cable was stripped near the connector end bend relief and a kinked conductor was observed. The root cause for the reported event was conclusively determined to be due to wire fatigue in the motor cable. The device history records were reviewed for the centrimag motor (serial #:(B)(6)) and the motor was found to pass all manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual (rev. 11) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. 11) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. 11) section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events, including m2, m4, and s3 alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 3003306248-2021-02992.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the motor and console were not communicating, and that an s2 alarm was active.